Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after an inr procedure an 8fr angio-seal was deployed in young female patient with healthy vessel. The doctor felt like the angio-seal deployment was smooth and went well. After deployment the site blead significantly so, manual pressure was applied until hemostasis was achieved. The patient was sent off to recovery and after some time approximately one to two hours later the patient (pt) complained of cold leg. No pulse was found so ultrasound was completed of arteriotomy site, and it was decided to send patient to the operating room (or). The angio-seal was removed, and patient was recovering. Additional information was received on 14mar2024: ultrasound image was provided. An 8fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter. Insertion. There was a pre-deployment angiogram performed. The physician stated that it felt smooth and normal to deploy. Bleeding occurred immediately after deployment. The estimated blood loss was approximately 150-200cc. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for collagen deposition into the artery. The exact root cause cannot be determined. The likely cause was determined to have incorrect device positioning or improper deployment technique resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).